Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported finding a fluid leak following treatment. Treatment had been completed and when removing the set the patient found fluid on the cassette and pump heads. The patient reported that he had been draining slowly in drain 4 of 4. The patient was advised to contact his nurse. The cassette was discarded. During follow up the patient's nurse reported the patient did not have an adverse event associated with the leak. He was prescribed prophylactic antibiotic cefazolin.